Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h11. The device was returned to olympus for inspection and the reported failure was not confirmed since the device met specifications. No new reportable malfunctions were identified during the device evaluation. Based on the results of the investigation, the device met its specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head presented an e242 error. The issue occurred during lab or demonstration. There were no reports of patient involvement.